Event description:
Caller alleged discrepant results compared with the lab. Results as follows: date: (B)(6) 2012, inratio: 2.4, lab: 4.5. Time between testing: within 3 hours. Pt¿s therapeutic range: 2.0-3.0 inr.

Manufacturer narrative:
Investigation pending.